Event description:
A surgeon reported that one of his pts is experiencing a visual disturbance described as a small dark arc in the temporal periphery that primarily occurs under dim light conditions. The reported disturbance appeared following contaract surgery. The pt has corneal edothelial dystrophy that contributes to her visual difficulties.